Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no patient involvement, as the issue was found during preventative maintenance.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.